Event description:
Acuvue oasys - I wore a trial pair of these lenses for 6 days. On the first day, they felt ok, but after two days my eyes felt very dry, even after taking them out. By the fifth day, my eyes were extremely dry, sore, and red - so I switched to my glasses. I went back to my optician for a follow up, and he thinks I may have experienced a reaction to the material in the lenses. I used my usual opti-free saline solution.- it is two days since I stopped wearing the oasys and my eyes are still sensitive and dryer than usual. I predict this will go away soon, but I'm certain that if I continued wearing the oasys that they would have a damaging effect on my eyes. Dose or amount: left 3.75, right 3.00. Frequency: daily. Route; ophthalmic. Dates of use: 7 am to 10 pm daily. 2009. Diagnosis or reason for use: soft contact lenses event abated after use stopped: yes.